Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. An "air in line detected" alarm and a "high pressure" alarm were recorded in the event log. Also, a "no disposable" alarm was observed several times. Functional testing was performed, and the reported issue was confirmed. The cause was identified to be a faulty air detector. The air detector was replaced to resolve this issue.

Event description:
It was reported that the air bubble detection alarm was triggered and was continuously ringing, even the air bubbles were removed during priming. Per reporter, the event occurred while in use with a patient at the patient's home. There was no patient harm/adverse event reported.